Manufacturer narrative:
As reported, one of the bard/davol optifix at fasteners was loaded backward and did not fixate into the mesh. The subject device was discarded and not available for evaluation. Based on the information available and without having the sample available to evaluate, no conclusion can be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in march, 2021. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during a laparoscopic umbilical hernia repair procedure on (B)(6) 2021, a bard/davol ventralight st with echo ps was being fixated using a bard/davol optifix at fixation device. As reported, the surgeon used about 10 fasteners and reported one of them deployed backwards and did not fixate the mesh. As reported, the surgeon removed the fastener and was able to complete the case with the fasteners that deployed as they fixated the mesh successfully. As reported, there was no reported patient injury.